Manufacturer narrative:
Transporting accident by customer.

Event description:
It was reported by service report that the castings from the head right side rail were broken off and there were sharp edges. No patient involvement or adverse consequences are reported.